Event description:
The patient experienced an unspecified change in therapy effect. Pump volume discrepancies were noted at refill visits. At the most recent refill visit, the expected reservoir volume was 3 mls while the actual volume was 26 mls; the volumes for prior refill visits were not provided. The patient was being supplemented with oral baclofen; the patient had never had great control and it was thought that the patient had always been taking oral baclofen. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.